Event description:
Eclipse homepump (model# e102000, lot# 0202857131) containing ertapenem 1 gm in 0.9% sodium chloride 100 mls, tubing broke where it inserts into the ed causing all the medication to leak out.